Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the sheath detached from the bronchofibervideoscope. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h4, h6, h11. The device was sent to olympus for inspection and confirmed the reported event. Based on the results of the investigation, the reportable malfunction was most likely due to a pinhole in the bending section cover, where water tightness was lost. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.